Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received the device. The symptom "undetected upstream occlusion" was overlooked during evaluation and was not confirmed. Review of the event history log was not performed because they symptom was found during service evaluation. No related device malfunction was observed and the device was reworked to ensure continued accurate occlusion detection.

Event description:
During baxter's functionality testing of a spectrum pump, the device failed to display the upstream occlusion alarm. There was no patient involvement.